Event description:
Report received of the stent becoming dislodged from the balloon. The md attempted to place a biodivysio 3.0 x 18mm stent in the distal portion of the right coronary artery which was reported to have 2 lesions. The vessel was 3.25mm in size, 60% stenosed & moderately to excessively calcified. The vessel was predilated. It was reported that the biodivyisio stent delivery system could not cross through the proximal lesion. The md removed the stent delivery system & guide catheter as one unit. The lesion was predilated with an unspecified balloon & another attempt was made to cross the lesion with same stent delivery system. It was reported that the stent still would not cross. The stent delivery system and the guide catheter were removed as one unit. It was then noted that the stent was missing from the balloon. The md removed the guide wire and used fluoroscopy to locate the stent which was in the proximal right coronary artery next to the calcified lesion. The guide catheter & guide wire were reinserted. An unspecified balloon was used to tack the stent up against the side of the vessel. It was reported that a medtronic 2.5 x 12mm stent was successfully deployed in the distal portion of the artery & good blood flow was noted. The pt was discharged home. It was reported that the pt was readmitted the next day with the diagnosis of an acute mi. An angiogram was performed and an occlusion was noted where the biodivysio 3.0 x 18mm stent was tacked into the vessel wall. The lesion was treated successfully with an unspecified stent and good blood flow was noted. The pt was discharged home and is doing "fine" to date.